Event description:
It was reported via (B)(4) that device entanglement occurred. The 80% stenosed target lesion was located in the proximal left circumflex (lcx) artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter could not advance into the distal obtuse marginal artery but was able to image revealing the ostial lcx. Upon withdrawal, removal difficulties were encountered. The non-boston scientific (bsc) guide wire was pulled back, however, the tip of the catheter was damaged and the wire wrapped around in a loop. It could be seen that the imaging section of the catheter pulled apart. The physician rewired the lcx with a non-bsc guide wire. The patient was not affected, and the procedure was completed. The patient was discharged the next day.